Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Supply changes were performed resolving the occlusions. Customer declined troubleshooting and alleged an unspecified pump issue was causing the alarms. Customer's blood glucose level was 296 mg/dl at its highest. Reportedly, the customer continued to use the pump for insulin therapy.